Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array. The patient was placed under general anesthesia on (B)(6) 2023, in order to reposition the receiver/stimulator. The implanted device remains.